Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and a blood glucose (bg) level of 160-500 mg/dl range. Customer was treated; however, customer could not recall specific treatment received. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer had food poisoning and pump settings were recently adjusted to levels which the customer suspected were incorrect. Recommendation was made to discuss diabetes management with a health care provider.